Manufacturer narrative:
Engineering evaluation noted that the dislocation reported was likely the result of either loosened supporting ligaments surrounding the joint and/or hip range of motion sufficient to initiate lever-out of the femoral head.

Event description:
Closed reduction of hip components due to dislocation in april 2017.

Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Closed reduction of hip components due to dislocation.